Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation, therefore the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was likely rubbed due to the effect of contacting a metal area of the endoscope. However, a definitive root cause could not be established as the device was not returned for physical evaluation. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: this instruction manual contains the following information. (Drawing no.gk6226 revision no.13) when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography, the 3-lumen sphincterotome v had coating that was cracked. The procedure was completed using a similar device. There was no report of patient harm.